Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the investigation results indicated a reportable malfunction due to the delaminated downstream occlusion (dso) seal and buckled/dented upstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device cycling, and the error message "cord attached or not attached with cord plugged in" was displayed. During physical inspection it was found that the downstream occlusion (dso) seal was delaminated, and upstream occlusion (uso) seal was dented. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and dented uso seal. The event occurred during routine preventive maintenance inspection, and there was no patient involvement.